Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200 ohms. Technical services (ts) was contacted and reviewed the data. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).